Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the inner insulation had a breach cut. It was also noted that there was blood in the distal conductor, the outer insulation had a breach cut, and the lead was damaged at implant. (B)(4).

Event description:
It was reported that during device implant, when physician connected the lead to the device, the right ventricular coil impedance measured high. The physician disconnected and reconnected the lead several times but the impedance remained high. The threshold, sensing and pacing impedance measured within parameters. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.